Manufacturer narrative:
This report originally filed as [2523835-2023-00045]. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery multiple ophthalmic cystotomes had burr on them. The procedure was completed with another product. There was no patient harm.